Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the speedtitan implant kit was not loaded on the inserter correctly and closed before implantation. The procedure was completed with another same device. There was no surgical delay. The procedure was successfully completed. There is no patient consequence reported. This report is for one (1) speedtitan(tm) implant kit 25 x 20 mm. This is report 1 of 1 for (B)(4).